Event description:
Reporter indicated that a vns pt had experienced "shocking" sensations "throughout his body" intermittently with vns stimulation and an increase in seizure, below pre-vns baseline. It was reported that the vns device would be replaced as a result. It was also reported that the generator is not at end-of-service, and no diagnostic tests were performed.